Manufacturer narrative:
A ge service representative performed an onsite investigation. The power connections were evaluated and reseated. The voltage on control panel processor, fluoro functions board and power supply were evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system displayed a 'control panel error' message. This error causes the system to immediately shut down. There is no report of injury or death.